Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided no lot # : medical device expiration date : unknown. Device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Bd was not able to duplicate or confirm the customer¿s indicated failure. CAPA/sa - no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. DHR review - no DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 1 bd insulin syringe 1.0ml 30ga 1/2in uf plunger was difficult to move during use. The following information was provided by the initial reporter : material no: 328411; batch no: unknown . The consumer reported that the plunger was difficult to move when drawing back. Date of event : unknown. Samples status : discarded.